Event description:
It was reported that, during a shoulder arthroscopy procedure, the comb became dislocated from the firstpass suture passer clamp inside the patient. The broken part was removed from the patient with tweezers. The procedure was successfully completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The suture capture has been detached. The detached portion has been returned. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture capture is detached and missing. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event includes excessive force applied to the device during passes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was reported that during a shoulder arthroscopy procedure, the comb became dislocated from the firstpass suture passer clamp inside of the patient. Per the complaint details, the broken part was removed with tweezers. It was noted via e-mail correspondence located in the attachments that the procedure was completed successfully using a back-up s+n device and without delay. The patient was reported to be fine and without complications. Therefore, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a shoulder arthroscopy procedure, the comb became dislocated from the firstpass suture passer clamp inside the patient. The broken part was removed with tweezers. The procedure was successfully completed with a backup device. No delays reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).